Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is receiving uncomfortable stimulation from the lead in the cervical area. The patient experienced pain shooting down his arm when an sjm representative attempted to program him. As a result, the patient plans to meet with his doctor about the issues.